Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have a sore throat, nasal drainage and scarring of the lungs. The patient will be seeing a specialist to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. Section b1, b2, d9, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
After review, it was determined that in previous report correction was missed to update. The following correction has been updated in this report. Section(s) b1, b2 has updated to reflect as product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
Additional information was received on nov 01, 2023, and section h10 should be reported as: the manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have a sore throat, nasal drainage and scarring of the lungs. The patient will be seeing a specialist to receive medical intervention.). The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have a sore throat, nasal drainage and scarring of the lungs. The patient will be seeing a specialist to receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.